Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging erratic inaccurate results of ¿290, 305, and 70 mg/dl.¿ this complaint is classified according to the documentation of the customer care advocate. The patient reportedly obtained the alleged erratic readings on (B)(6) 2012 in the afternoon. At the time of concern, the patient did not develop any symptom. The patient claimed he went to the ER where he obtained a blood glucose test only. The patient could not provide a numeric value. There was no reported hcp medical treatment to suggest a serious injury at the time of concern. During troubleshooting, the patient verified the readings were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The unit of measurement was correctly set. The test strips were in good condition and within the discard date. The patient was using the testing procedure per the instruction for use. The patient did not have any control solution to perform a quality test. This complaint is being reported due to the alleged inaccurate erratic issue. There was no symptoms and no report of any medical treatment to suggest a serious injury.